Event description:
It was reported that the patient presented for an implant procedure. During the procedure, high pacing impedance was noted in the right ventricular (rv) lead, suggesting lead damage. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.